Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
On (B)(6) 2013 - during the initial attempt to guide the wire in for a chest tube insertion procedure on an (B)(6) year old female patient with pneumothorax, the wire kinked. The user then turned the wire around in an attempt to guide the wire down to track devices over. Chest tube was placed and 2 liters of blood came from chest tube. Intervention was attempted: right thoracotomy, attempted to clamp lung vessels without success. The reporter states at this time their supposition is that the wire may have caused damage leading to the bleeding. Patient expired. Coronary report is unavailable at this time ((B)(6) 2013). Additional information provided (B)(6) 2013: customer emailed stating that pneumothorax was apparent on initial imaging; no hemopneumothorax.